Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2021-(B)(6) 10:39:40 cst pli# 10 product ID# 97810 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID wr9220 lot# serial# npp0103030n implanted: explanted: product type recharger product ID 978a128 lot# serial# unknown implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-(B)(6) mpxr 769751 x 4/ emailsx3/siebel 1009787316980003 / (for, rep, hcp): information was received from the healthcare professional (hcp) via the manufacturer representative (rep) reporting that while recharging her battery previous evening, it got hot, then burning, then she got an electric shock. Battery recharged to about 50%. The patient be advised to change the recharging rate to the lower setting and potentially look to charge more frequently than they are doing. There was no surgical invention planned or occurred. Additional information reported that it sounds most likely that the fall could have been the cause as problems began. It was later clarified that patient had difficulties to recharge the battery, heat during the recharging session and shocking feeling. The shocking sensation was reported to be present whether the patient is recharging or not. The report of low recharge coupling, battery moved in the pocket and shocking sensation. The shocking sensation was also reported to be associated to specific body position. The impedance resulted to be within range. From a preliminary troubleshooting you conducted, it resulted that the ins was perpendic ular under the skin, thus explaining the difficulties for recharging the battery. The shocking sensation reported by the patient could be related to fluid short in the system. With a fluid short, fluid has been able to get between the connections, in the header of the neurostimulator (ins). In this specific case we cannot exclude that some fluid got into the header during the ¿reorientation¿ of the battery. The fluid is able to move and when it connects two electrodes that are programmed it actually makes a short circuit, however this is very hard to capture in an impedance measurement. In this case the sensation is only present when the stimulation is on and may be provoked by palpating over the neurostimulator system. No further patient complications are anticipated or expected as a result of this event. 2020-(B)(6) email (for, rep): no new event information received. 2020-(B)(6) email x2, fu1mpxr 769751 (for, rep): additional information received reported that the most likely cause was as a result of a fall which has caused the ipg to rotate and pulled the lead out so electrodes 0 and 1 straddle the anterior edge of the sacrum. The patient has had new programs installed to work through using different electrode combinations to see if any of these didn¿t give the electric shocks around the battery site when charging and has been advised to recharge more frequently for shorter periods of time. The patient did not get any improvement from trying different electrode configurations and subsequently had the system removed and replaced with a recharge- free system. It was noted that the lead was cut near the battery to aid removal. 2021-(B)(6) rp-an (rep): no new information. 2021-01-29 image x6 (for, rep): no new event information received. 2021-(B)(6) an_recharge x9, an_atlas, an_eval (for, rep): no new event information received.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the most likely cause was as a result of a fall which has caused the ipg to rotate and pulled the lead out so electrodes 0 and 1 straddle the anterior edge of the sacrum. The patient has had new programs installed to work through using different electrode combinations to see if any of these didn¿t give the electric shocks around the battery site when charging and has been advised to recharge more frequently for shorter periods of time. The patient did not get any improvement from trying different electrode configurations and subsequently had the system removed and replaced with a recharge- free system. It was noted that the lead was cut near the battery to aid removal.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger product ID neu_unkn own_lead serial# unknown product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID wr9220 lot# serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) reporting that while recharging her battery previous evening, it got hot, then burning, then she got an electric shock. Battery recharged to about 50%. The patient be advised to change the recharging rate to the lower setting and potentially look to charge more frequently than they are doing. There was no surgical invention planned or occurred. Additional information reported that it sounds most likely that the fall could have been the cause as problems began. It was later clarified that patient had difficulties to recharge the battery, heat during the recharging session and shocking feeling. The shocking sensation was reported to be present whether the patient is recharging or not. The report of low recharge coupling, battery moved in the pocket and shocking sensation. The shocking sensation was also re ported to be associated to specific body position. The impedance resulted to be within range. From a preliminary troubleshooting you conducted, it resulted that the ins was perpendicular under the skin, thus explaining the difficulties for recharging the battery. The shocking sensation reported by the patient could be related to fluid short in the system. With a fluid short, fluid has been able to get between the connections, in the header of the neurostimulator (ins). In this specific case we cannot exclude that some fluid got into the header during the ¿reorientation¿ of the battery. The fluid is able to move and when it connects two electrodes that are programmed it actually makes a short circuit, however this is very hard to capture in an impedance measurement. In this case the sensation is only present when the stimulation is on and may be provoked by palpating over the neurostimulator system. No further patient complications are anticipated or expected as a result of this event.